Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported to have received no delivery alarms during bolus. Customer's blood glucose was 400 mg/dl. During troubleshooting, insulin did exit and customer was advised that insulin pump was working as designed. Customer disagreed and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during our testing. However, unable to download the insulin pump to carelink pro due to several displayable history crc check failed alarms at the alarm history file due to corrupted history file. The insulin pump was minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.